Event description:
A surgeon reported that at the end of treatment, the patient lost fixation and a system message displayed indicating that the pupil was not centered. The progress bar indicated that 100% of the treatment was completed while a pulse remained. The technician attempted to exit the treatment screen, but the system did not allow this without aborting the treatment. The aborted treatment was resent and the laser fired the last pulse onto an eye tracker test target. The surgeon noted that the one peripheral pulse that was not delivered on the cornea was inconsequential.

Manufacturer narrative:
Additional information: review of the logfiles for the date of treatment shows that the system passed all initialization steps successfully. The user performed the eyetracker and fluence test without any issue. During the surgery day, the user performed 12 treatments successfully without any abnormalities or problems. One treatment was interrupted which was caused by lost pupil tracking. The treatment was aborted by the user and completed two minutes later. The system performed as intended and interrupted the treatment due to the lost pupil. The user did not complete the treatment until the system showed the status bar at 100%. According to the user manual, the treatment is completed if the status bar is at 100% and it turns green. The root cause is that the patient lost fixation. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).